Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and error alarm confirmed in the history file. Pump passed rewind,basic occlusion,prime test and displacement test. Motor passed motor test. Scratched lcd window,cracked display window corners with, battery tube threads cracked,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was performed. The device was returned for analysis.